Event description:
Revision surgery - due to the patient having bone spurs and soft tissue debridement. The liner was changed to a +4 after additional release was done. Not caused by implants.

Manufacturer narrative:
The reason for this revision surgery was to alleviate patient bone spurs. The explanted part was in-vivo for 1.1 years the healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. (B)(4). The parts were reworked and accepted for use. (B)(4). The complaint states the patient condition was not caused by the implants. The root cause for the bone spurs was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.